Event description:
The patient had been at home for several months when they heard strange noises from the lvad, and the lvad stopped. The patient started hand pumping and was transported to hospital via ambulance. At the hospital, the patient was placed on pneumatic backup using a drive console and stroke volume limiter. Upon speaking with the patient it turned out that they were at a high rate for an extended period (110-120 bpm) and they were mostly in fixed mode, especially at night (60 bpm). The patient stated that they had seen a couple of yellow wrench alarms, but had silenced them and ignored them. The hospital tried to re-start electrical actuation of the lvad and did get the lvad started. The lvad made grinding noises and came to a stop within minutes. The patient was placed back on pneumatic back up and is currently being supported pneumatically while awaiting a heart transplant. At this time the patient is doing fine.